Event description:
On 06/16/2006, nellcor puritan bennett received a report of a crack flange on a tracheostomy tube. The caller reported that the neck flange was discovered to have a crack while in use on patient. The caller reported the tube had only been in use for 20 days. The caller reported that they did pre-test prior to use. No further information was provided.

Manufacturer narrative:
Investigation of this complaint is ongoing. The sample and lot number associated to this report are not available for evaluation.